Manufacturer narrative:
According to the hill-rom field investigation the stretcher was missing the left siderail top rail rivets and the zero transfer stop was broken. The hill-rom technician could not verify if the alleged incident caused the pieces to break or if the parts were missing and broken before the incident occurred.

Event description:
Please refer to user facility report # (B)(4).